Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation the left ventricular lead exhibited loss of capture and sensing. A chest x-ray confirmed the lead had dislodged. The patient had twiddlers syndrome. The patient requested that the lead not be repositioned at this time. The patients condition was stable.

Manufacturer narrative:
UDI (di): (B)(4).